Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint of "leak on the solex 7 catheter (lot # 154211)" was confirmed during functional testing of the returned catheter. A pinhole leak was observed from the 3rd loop of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed on the serpentine balloon and inside the in-luered and medial luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except for the in/out luers and medial luered ports due to blood clogging the lines. During functional testing, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the 3rd loop of the serpentine balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for solex 7 catheter with lot number 154211.

Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
A patient underwent ivtm therapy after out-of-hospital cardiac arrest (ohca). The solex 7 catheter (lot # 154211) was inserted into the patient's right internal jugular vein with no unusual resistance noted. The patient's body temperature at the start of the treatment was 35.8 °c, and the target temperature was set at 33.0 °c on the max rate. Five minutes after starting the treatment, saline and blood were observed to leak from the connection between the male outflow luer of the start-up-kit (suk) and the female inflow luer of the catheter. There were no traces of saline on the console, patient's bed, or the floor. The catheter was replaced, and the treatment was re-started and completed with no issues. No consequences or impact to the patient.